Event description:
It was reported by the customer that in 2008, during the left internal jugular vein insertion, the md could not ascertain the depth of the catheter. Two days later, it was noted "that there was a flushing back through other ports." It was apparent that they were flushing saline solution at a low flow rate in the medial lumen. It was also noted that fluid leaked from the distal lumen as well. As a result, the catheter was removed four days later; the md felt the patient was not at risk. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.